Manufacturer narrative:
Upon review of the alarm trace, no relevant alarms were observed. The investigation could not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
Na.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys total psa immunoassay ver. 3 on a cobas 6000 e 601 module. The reporter also noted they have been getting an increasing number of patient samples with psa values less than 0.01 ng/ml. The sample initially resulted in a psa value of 0.04 ng/ml and this value was reported outside of the laboratory to a physician. The physician questioned the result since the patient had a previous psa result of 4.28 ng/ml from another hospital on (B)(6) 2021. The sample was repeated twice, resulting in values around 4 ng/ml. The psa reagent lot number and expiration date were requested, but not provided.